Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported receiving a sensor glucose reading of 256 mg/dl when his actual blood glucose level was 121 mg/dl. Troubleshooting was done. Advised that this sensor glucose and blood glucose difference was not within acceptable range. The customer also mentioned an incident in which his blood glucose was 50 mg/dl, and he had to correct the blood glucose with glucose tablets. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.